Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a message 'hi' (reading greater than 500 mg/dl) and adjusting her insulin accordingly. Customer subsequently experienced symptoms of sweating and sleepiness and was seen at a hospital where she was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Serial no. Has been updated based on returned product. Device mfg date has also been updated. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a message 'hi' (reading greater than 500 mg/dl) and adjusting her insulin accordingly. Customer subsequently experienced symptoms of sweating and sleepiness and was seen at a hospital where she was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.